Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the cgm error did not reappear. Technical support advised waiting 20 minutes before starting a new sensor session, and the caller acknowledged the instructions. The customer chose not to have technical support remain on the line while reloading the cartridge to resume insulin delivery.